Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No further related issues have been reported at this time. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received from the health care provider stated that the patient had mrsa infection of driveline. It was also stated that the patient had pus drainage from an e.coli left-sided empyema coming out of a pigtail. The patient remained hospitalized, on IV antibiotics. Previous PICC line removed and patient had peripheral ivs and was afebrile. Bc negative to date.

Manufacturer narrative:
Event: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient observed yellow drainage at driveline exit site starting on (B)(6) 2018 with worsening surrounding tenderness and induration. The patient denied fever, chills or trauma to the site. Blood cultures were negative. On (B)(6) 2018 a driveline debridement was performed. The patient was treated with zosyn and vancomycin. No additional information was provided.